Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Optometrist reports a patient outcome of overcorrection and induced astigmatism, following lasik surgery. The MDR will address the patient's right eye. Left eye of the same patient will be reported under manufacturer report # 3003288808-2011-00010. Patient records were received, showing pre operative data and post operative visits at 1 day and 4 days. An investigation into the possible causes, product and non product factors, is being conducted.